Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure the 2.50x20mm taxus liberte drug eluting stent (des) was unable to cross the proximal left circumflex (lcx). The lesion was predilated with a 1.5x20mm unspecified balloon. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis reavealed that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed mid stent damage. Several of the struts were raised and misaligned. This type of damage is consistent with the device meeting some form of restriction during the procedure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.